Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 40 mg/dl. Customer's high blood glucose value was 299 mg/dl. The customer was treated with carbohydrate for low blood glucose and bolus for high blood glucose. Customer declined trouble shoot for high and low blood glucose. It was unknown weather customer was using auto mode or not. The device will not returned for analysis.